Event description:
It was reported that a patient experienced an infection and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported as ¿some type of infection¿ (not further specified). It was not reported whether the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported whether pd therapy was ongoing until the time of death or if the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.